Manufacturer narrative:
Complaint details: on 12/11/2020, the customer at (B)(6) hospital reported the following issue with pu-621ra; sn-(B)(6) , from patient monitoring: cns shut down last night and it could not reboot to windows desktop. Customer is requesting to send the unit in for repair. Investigation summary: the root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Hard drives were found to be out of warranty since 11/2015. The overall risk of this event, taking into consideration of severity and probability, is "high". Investigation of the reported issue found the root cause of the cns reboot to be due to overdue maintenance. Hard drives are routine service component, it is expected to be replaced periodically or as indicated (preventative maintenance). This does not suggest nk device deficiency/malfunction.

Event description:
The customer reported that their central nurse's station (cns) shut down last night and it could not reboot to windows desktop. The customer also reported that their screen appers black.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down last night and it could not reboot to windows desktop. The customer also reported that their screen appears black. No harm or injury was reported. They will be sending this unit in for a repair and evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) shut down last night and it could not reboot to windows desktop. The customer also reported that their screen appears black.